Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "IV tubing primed adequately, removed the tubing from the alaris infusion pump, the connection distal to the pump segment spontaneously disconnected, requiring immediate replacement with a new yellow stripped microbore set. No obvious reason for the disconnection." Although there is no report of patient harm or medical intervention, section of the customer¿s medsun report lists adverse event. Clarification was requested from the customer but not provided.

Event description:
The customer later clarified there was no harm to the patient as a result of the event.